Manufacturer narrative:
The reported catheter issue was confirmed. A bonding leak was observed at the distal end of the medial 2 balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found a kinked on the shaft at the distal end of the manifold. No other physical damage was observed. Observed blood residues on the balloon. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 2 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for quattro catheter with lot number 93761.

Event description:
It was reported that a patient underwent therapeutic ivtm treatment for therapeutic hypothermia. The quattro catheter was inserted into the patient's right femoral vein without issue. After three hours of ivtm therapy, the thermogard console displayed an airtrap alarm. Following this, the quattro catheter and the start-up kit (suk) were replaced and ivtm therapy was resumed with no further issue. No known impact or patient consequence was reported.